Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was difficult to calibrate the reload. They opened and closed the reload up to 6 times before the green light shows at the side of the handle (ready to fire modus). After firing, before unloading, the reload made a movement right/ left without pressing the buttons of the handle. It moves by itself. There is no patient involved in this event.